Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level over 500 mg/dl. The customer was treated through intravenous insulin and saline. Reportedly, the cause of the reported issue was due to the battery not charging, and subsequently shutting down. Customer reverted to an alternate tandem insulin pump for insulin therapy. The duration of the ER visit was not provided. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.